Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the regional repair center (rrc) indicated that image flashing screen during angulation adjustment was found. It was determined that the malfunction was due to a damaged charged coupled device unit. There was no patient involvement.